Manufacturer narrative:
At the visit on site fse (field service engineer) replaced the laser head and verified the system according to specifications successfully, no technical root cause could be determined. No technical root cause was identified as the system was found to be within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient is doing fine one day post laser treatment but noted vision quality deteriorated at fifteen to twenty day postoperatively. Additional information requested.